Event description:
Toothbrush head rises up the shaft - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head rises up on the oral-b pro 3000 toothbrush shaft. No injury was reported. 04-jan-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3772. The concomitant product lot was 3cb22532137. No injury was reported. 01-mar-2023 case update: the suspect product lot was c3193. No injury was reported.

Manufacturer narrative:
01-mar-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head rises up the shaft - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head rises up on the oral-b pro 3000 toothbrush shaft. No injury was reported. 04-jan-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3772. The concomitant product lot was 3cb22532137. No injury was reported.